Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the impedance increased from 1400-1450 ohm range to 1600-1700 ohms. Additional information received indicated that the impedance dropped below 1000 ohms during initial interrogation, but then rose to 1291 ohms. The lead remains in use. No patient complications have been reported as a result of this event.